Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomalies. Connector module and can were scratched. Analysis of the lead found no significant anomalies. The lead body was cut through and the product was segmented.

Event description:
It was reported the culture was negative. The patient recovered without issue.

Event description:
It was reported the patient had a blister at the lead insertion site. Antibiotics were prescribed under the assumption that the blister was infection. The blister resulted in burning sensation. The burning sensation resolved with stimulation turned off. The blister was then lanced. Another blister formed at the pocket site incision. The system was then explanted. The patient was sensitive to penicillin, which was prescribed for the first blister. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va0p1h6, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va0p1h6, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).